Event description:
Event description guidant received information that this implantable lead which was implanted one month, dislodged from the right ventricle. While trying to reposition, the proximal coil stretched. The lead was not used, and another lead was implanted successfully.